Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient was 148 mg/dl. Customer experienced symptoms such as feel like laying down and lethargic. Customer treated with manual injection. Customer alleges pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The reservoir will be returned for analysis.